Event description:
This unsolicited device case was received from united states on (B)(4) 2013 from consumer (patient's daughter). This case concerns a (B)(6) old female patient whose knees were swollen, could not walk, had to get 37ccs of fluid drained (knee effusion) from each knee and was in complete pain after receiving treatment with synvisc injection. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2013, the patient initiated treatment with synvisc injection, at a dose of 2 ml, once weekly, from batch/lot: q13092 and expiration date: 30-mar-2016 (route not provided) into both knees for an unknown indication. On unspecified dates in (B)(6) 2013, the patient's knees were swollen, the patient could not walk, and 37ccs of fluid was drained from each knee (knee effusion). It was reported that the patient was in complete pain (knee pain). On (B)(6) 2013, the patient received second synvisc injection. On (B)(6) 2013, the patient received third synvisc injection and during the same visit, patient received cortisone shot as a treatment for the events. Action taken: no action taken. Corrective treatment: cortisone shot (intervention required) on (B)(6) 2013 for the events of knees were swollen, knee pain and "had to get 37ccs of fluid was drained from each knee." Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.